Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was occluded. The customer returned one snaplock assembly, one epidural catheter, and lidstock. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils especially at the distal end. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 9. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref (B)(4)) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 7.2ml/min (stopwatch: ref (B)(4)), which is within the specification of 1ml/min minimum. No blockages were found. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter being occluded could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample. No further action is required at this time.

Event description:
We found another occluded open end hole type catheter this am when performing erector spinae blocks. The lot number is 71f20l2033 it is in my possession. To my knowledge there was no harm to the patient except that presented by the need to perform a second procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We found another occluded open end hole type catheter this am when performing erector spinae blocks. The lot number is 71f20l2033 it is in my possession. To my knowledge there was no harm to the patient except that presented by the need to perform a second procedure.